Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the bd autoshield¿ duo pen needle was damaged and failed to retract. This occurred 17 different times during use. The following information was provided by the initial reporter: "retraction failure for cannula."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle was damaged and failed to retract. This occurred 17 different times during use. The following information was provided by the initial reporter: "retraction failure for cannula".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-21. H6: investigation summary seventeen open 30g x 5mm autoshield duo samples were returned from lot.0020461 no. 0020461. Visual examination was carried out on all returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that the bd autoshield¿ duo pen needle was damaged and failed to retract. This occurred 17 different times during use. The following information was provided by the initial reporter: "retraction failure for cannula".